Event description:
It was reported that the pump battery was depleting too quickly, but did not lead to a shutdown. There was no adverse impact to the customer¿s blood glucose level. After resetting the pump, the battery returned to normal, resolving the issue.